Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had experienced two power on reset (por) events and it was noted that the wireless telemetry to the device was no longer active. Reprogramming was completed and the device remains in use. No patient complications have been reported as a result of this event.